Event description:
Received report of leaking tubing. The omniflow tubing is used to administer chemotherapy arterially. A femoral arterial line is placed in the hepatic artery by a radiologist. The radiologist primes the tubing to assure there is no air in the tubing. A pharmacist primes any secondary tubing used. The pt line tubing is removed from the cassette and is replaced with pressure tubing. A delivery infusion pressure of up to 12 psi is maintained with a minimum flow rate of 50cc/hr; in this particular instance the rate was 200cc/hr. A leak was noted at the port where the cassette goes to the pt line; no cracks were noted. The incident caused no pt harm but slight blood back up with only a possible 5cc blood loss.